Event description:
It was reported that the patient informed the physician¿s office that he was having trouble charging. The patient was unable to acquire proper coupling when trying to recharge. It took 14 hours to charge the battery to half-full and there were no boxes shaded. X-rays were taken and examined and an implantable neurostimulator (ins) flip was confirmed by the doctor. The patient was implanted ¿incorrectly upside down¿ so that the patient could not connect to recharge. The clinical team that was present for the implant did not notice that it was implanted incorrectly. There was surgery scheduled for (B)(6) 2014 to ¿flip¿ and re-implant the ins. Diagnostics or troubleshooting included x-rays and reprogramming. There were no symptoms or complications associated with the event. The patient status at the time of this report was alive with no injury. Later, the procedure/revision took place on the (B)(6); the patient was doing great, able to charge, and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).